Manufacturer narrative:
During device inspection a defect spindle for the main lift was identified. The spindle was exchanged and the device is working as designed. Further investigation is ongoing.

Event description:
The customer alleged the operating table dropped about 1 inch without user input during a case. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).